Event description:
Pt underwent closure procedure for vein ablation in 2005 on the right leg only. Also, one cluster of varicose veins were found on the right thigh and microphlebectomy was performed. Five days later pt went to emergency room with chest pain and coumadin was prescribed concomitantly. Follow-up about two weeks later; chest pain much improved.